Manufacturer narrative:
(B)(4).the ventilator was returned for evaluation. The service engineer evaluated the device. It had a backup battery failure error during testing while on alternating current (ac) power. The battery would not hold a charge and failed testing. The battery was replaced and the device passed testing.

Event description:
It was reported that during investigation a ventilator battery would not hold a charge. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.